Manufacturer narrative:
1750 = "l". 1862, 2360 = "nl".

Event description:
Per additional information received, the patient has experienced stones in the urethra and vagina, mesh erosion, scarring, severe urinary incontinence, severe intrinsic sphincter deficiency, female stress incontinence, exposed urethral mesh, urethrovaginal fistula, bladder stone, vesicovaginal fistula, urinary-genital tract fistula, foreign body in bladder, urethral foreign body, urgency, frequency, nocturia, bladder incontinence and female genitourinary complaint, back pain, joint pain, myalgias, neck pain, seasonal allergies, recurrent bladder infections, mixed incontinence urge and stress, diverticulum, cough, pharyngitis, arthralgia, vesicovaginal fistula, vitamin d deficiency, hypertension, glucose intolerance, bladder dysfunction, bladder perforation proximal bladder base, reapproximated in 2 layers. The patient required additional surgical and non-surgical interventions.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the alyte y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including:postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability, erosion, scarring, bladder stones, urethral stones, fistula formations, disfigurement, impairment, surgical and non surgical interventions.